Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Concomitant product: guide wire: bmw universal ii.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported peeled and twisted polymer was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar peeled and twisted polymer incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed, distal de novo, concentric lesion in a mildly tortuous proximal and distal left circumflex artery. Reportedly, a bmw universal ii guide wire was delivered to the proximal left circumflex and a bmw universal ii guide wire was delivered to the distal left circumflex. After an intravascular ultrasound (ivus) catheter was advanced to the proximal left circumflex, the ivus catheter was advanced to the distal left circumflex, but the bmw universal guide wire got twisted. The bmw universal ii guide wire that was placed in the proximal left circumflex was removed out of the anatomy so that the other bmw universal ii guide wire could be re-inserted. Once removed, the coating of the bmw universal ii guide wire was found to have peeled. It was believed that none of the bmw universal ii guide wire coating remained in the patient anatomy. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.